Event description:
The patient had a watchman device implanted on (B)(6) 2024. The watchman is manufactured by boston scientific. The probes on the watchman (which are in the heart) appear to have flattened or somehow bent (strut fracture), which is going to require coils to be implanted to correct the issue.